Manufacturer narrative:
The icp microsensors (ID 826631) has been returned for evaluation. Device history record (DHR) - he product 826631 for lot 6245019, and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor or connector and icp express read 518. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) showed normal icp (intracranial pressure) on (B)(6) 2023. A day later, the icp showed "connection failure". The physician changed the icp monitor and the issue persisted, therefore, the microsensor was removed and replaced on (B)(6) 2023 and the icp could be detected.